Event description:
It was reported that the right atrial (ra) lead exhibited undersensing of atrial fibrillation (af), resulting in the burden being un derestimated. Reprogramming was conducted and the lead remains in use. Additionally, the device interrogation report displayed question marks instead of the threshold value. The device remains in use. The patient is a participant in a clinical study. No patient co mplications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: concomitant product 439888 lead implanted: (B)(6) 2017, 6935m62 lead implanted: (B)(6) 2013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was programmed to pace and sense in the ventricle(s) only. Atrial monitoring was disabled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.